Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 8042b ipg implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead displayed high thresholds and there was no capture at maximum output. High impedance was also observed. A lead fracture was suspected. The right atrial (ra) lead displayed high thresholds causing the device battery to deplete. The lv and ra leads were capped and replaced. No further patient complications have been reported as a result of this event.